Manufacturer narrative:
Additional information received 12 march 2026: the device prescription settings were tidal volume 400 ml, respiratory rate 12 bpm, inspiratory time 1.4 sec, peep 5 hpa (cmh2o), pressure support 5 hpa (cmh2o), rise time 3.00, trigger type auto-trak. In addition, the patient is currently being treated for pneumonia. The coding grid has been updated to reflect the additional information of pneumonia in the patient outcome code grid. Based on the information currently provided and available, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted based on the evidence present. The manufacturer is currently awaiting device logs and evaluation results.

Manufacturer narrative:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation. On device evaluation, a ventilator service required alarm was not duplicated on an operational check. Review of the device error log confirmed that error code e-384 had occurred indicating pressure sensor mismatch where the device software detected a large pressure drop between the monitor and outlet pressure sensors. Diagnostic testing was performed and the device failed internal flow verification testing, verifying the measured ventilation volume was low. On visual check of the flow sensor, adhesion of particulate material was observed. It was presumed the error code e-384 had been generated due to clogging of the flow sensor. The detailed report on care orchestrator suggested that there had been decrease in the ventilation volume and compliance and increase in resistance from around 10:30 am on the day of the event. It cannot be ruled out that the patient's poor condition could have been caused by the circuit being unable to provide adequate ventilation. The flow sensor and the air pathway will be replaced to address the issue.

Manufacturer narrative:
Additional information from the device evaluation has been received: upon review of the waveform data (trend report and detailed report), it was observed that the pip had been gradually increasing since around january 20, which is considered to be associated with the decrease in the measured ventilation volume. From approximately 10:30 a.m. On march 8, a sudden increase in flow and a decrease in ventilation volume were observed. Based on these findings, it is presumed that a change occurred on the circuit side, resulting in a condition where sufficient ventilation volume could no longer be achieved. The change in the patient's condition is considered to be attributable to the change on the circuit side. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00." Further evaluation and wave form data yielded no additional information that would amend the previous clinical assessment. Therefore, the previous disposition as stated within the clinical assessment remains as stands. Cause and contribution of the device to the patient¿s non- serious injuries: poor condition, manual ventilation, spo2 at 93%, anxiousness and ambulance ride to the hospital has been confirmed. The patient's hospital stay and pneumonia with antibiotics are unrelated to the device.

Event description:
The manufacturer received information that on march 8 at 11:17, the call center received a report from a visiting nurse indicating a recurring "ventilator service required" alarm on a trilogy evo ventilator. Because the nurse reported that the patient¿s condition was poor, the operator advised consulting the patient¿s family about calling an ambulance. At 11:21 the call center notified the sales representative, who contacted the visiting nurse at 11:25. The nurse reported that manual ventilation had been initiated when the patient's oxygen saturation (spo2) was at 93% because the alarm could not be silenced and the patient was becoming anxious. The philips sales representative arranged to replace the device and arrived at the patient¿s residence at 11:50; however, the patient had already been transported to the hospital by ambulance at the direction of the attending physician. The philips sales representative replaced the device in the presence of the visiting nurse. At 13:58 the philips sales representative was informed by the visiting nurse that the patient remained hospitalized and was not expected to be discharged that day. This event is considered a serious patient injury. According to the doctor, there could have been insufficient ventilation, which could have caused the poor condition as the patient's sputum had become thick and high inspiratory pressure/low minute ventilation/volume under delivery alarms had been occurring frequently on the device. Since manual ventilation was initiated when the spo2 was at 93%, it can be speculated that spo2 was lower than the usual level. However, the patient's actual usual sp02 remains unknown. At this point, no comments have been obtained from the physician denying a causal relationship between the device and the health effects. Although it is stated that "high inspiratory pressure," "low minute ventilation," and "volume under delivery" alarms occurred frequently, review of the device's the alarm log shows that these three alarms had already been occurring frequently even before the reported ¿ventilator service required¿ alarm appeared. Additional patient condition information was provided (B)(6) 2026: the patient condition was reported as "improved" on (B)(6), 2026. The philips sales representative confirmed the patient's situation at the medical institution where the patient has been hospitalized; their condition was stable with 30% of fio2 after a large amount of sputum was suctioned. According to the trilogy evo universal user manual 1134450 r06, chapter 6. Alarms and system messages, 6.7 alarms and system messages, 6.7.1.2 ventilator service required: ¿priority high, why it occurs: this alarm occurs when the device cannot perform to specification, a backup safety feature is compromised, or the delivery of therapy is compromised. The device continues to function (possibly in a reduced capacity mode). What to do: contact customer service. Device performance: the device continues to function (possibly in a reduced capacity mode). If the problem is not corrected, the device will generate a reminder message until the issue is corrected. If therapy is stopped, a reminder message will immediately appear when therapy is turned on again.¿ based on the information currently provided and available, device cause and/or contribution to the reported patient event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering such as a device evaluation and logs are required to disposition device cause and/or contribution to the patient harms incurred.